Manufacturer narrative:
Final analysis found foreign material contamination in the atrial ring contact spring of the atrial connector which prevented the lead insertion causing the reported high impedance.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the during the implant procedure, the pulse generator exhibted high lead impedance. The device was not used. Another device was implanted successfully. No patient symptoms were reported.